Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported a change in therapy and that her lead came out of place. The patient stated that she began to feel stimulation in her "butt cheek" after she tripped over a cord and fell. The patient stated that the trial system had been working well and she was seeing an improvement in her symptoms as she "was going potty less, had less urgency and less leakage." The patient stated that after she started to feel stimulation in her "butt cheek" she started "going potty more." The patient was advised to follow-up with her healthcare provider, the patient planned to turn off stimulation and follow-up with her healthcare provider. A follow-up letter from the patient's healthcare provider indicated that the cause of the improper stimulation was not known and at the time of this report it is unclear if the patient's symptoms have resolved.